Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a leak in the main seal. Leak test was performed and verified the leak. The reported condition was verified. The cause is related to a sealing machine failure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an all-in-one container leaked. During an unreported process step, a leak was observed from the primary container located at the main seal. There was no patient involvement. No additional information is available.